Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that complications were encountered during planned explant of an impella 5.5 device. During removal, it was documented that the implanted pump got stuck at the anastomosis and could not be explanted. Due to the tension felt when pulling on the pump, the patient was taken to the operating room and their chest was opened for pump removal. The graft was ligated, and the chest was closed following a successful procedure. The patient survived the event.

Manufacturer narrative:
The investigation into removal issues has been completed. The impella device was not returned for evaluation. The root cause of the removal issues is most likely patient condition related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20969. E4 should have been left blank. G1 reporting contact fax number missing.